Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was caused due to mishandling of the fiber during the device return or during repackaging/ sterilization of the device in post market packaging. No damage to the fiber tip was noted by the customer during the initial complaint reporting. The device was then shipped back to olympus in unknown packaging, possibly not in the protective coil. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus an out of box failure on the 200 micron tfl single use fiber. The customer unit was not recognizing the fiber and would not open the shutter. The issue was found during procedure. The procedure was completed using a second fiber. Inspection and testing of the returned device found the distal tip was broken off slightly past the point that the blue fiber coating ends. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal tip was broken off slightly past the point that the blue fiber coating ends, which contributed to the fiber not being recognized by the customer's unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.